Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02315. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and two new leads were added. Patient now has effective therapy.